Event description:
The facility reports the resident was being transferred from the w/c to the bed. The resident was lifted from the w/c when the clip strap became detached from the body of the sling. The resident fell to the floor and emergency procedures were put in place by the nursing staff. Resident sufffered a head laceration.